Event description:
During a transapical tavr procedure, the 26mm sapien valve landed in 50:50 position; however, it appeared that the native valve leaflet was impinging on the sapien valve leaflet, resulting in moderate central aortic insufficiency (cai) on tee and angio. A second valve was positioned approximately 30% more aortic than the first but it landed 100% aortic. The patient did not tolerate the second implant and exhibited symptoms of an infarct. A decision was made to place the patient on bypass and prepare for open heart surgery to explant the valve which was believed to be blocking the coronary arteries. The patient was converted to open surgery and the valves were removed, and a surgical aortic valve was implanted. The patient tolerated surgical procedure well. During deployment of the second valve, rapid ventricular pacing was initiated and a slow inflation was begun. It appeared that the valve moved slightly ventricular; an adjustment was made to advance to the original desired position. Direction was given to inflate completely and during this inflation sequence, the valve moved aortic substantially, landing entirely above the first valve. As per report, the physician proctor discussed the outcome with the tavr team. The physician felt that the inflation was done too rapidly in the second stage of deployment, causing the valve to jump aortic and not allowing for the possibility of adjustment by the surgeon controlling the delivery system. The native annulus measured 21mm by tte. The native valve calcification was mild and there was no aortic root calcification reported. Per report, there was no mitral annular calcification (mac) and moderate ventricular septal hypertrophy. Coaxial alignment of the delivery system was fair; the image intensifier angle was good; there was no loss of pacing capture during valve deployment and ventilation was held. The sinotubular junction (stj) diameter was 26mm, the patient¿s ef was 40%.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, as per post procedure discussion, the inflation was likely performed too rapidly in the second stage of deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report is associated with report #2015691-2014-01635.